Manufacturer narrative:
Initial.

Event description:
It was reported that the user ran out of insulin, delayed changing the cartridge, discontinued pump therapy, and experienced hyperglycemia with a peak blood glucose of 296 mg/dl before restarting on the ilet; troubleshooting and education were provided, and there were no alarms or alerts. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included communication and analysis of information provided by the user. Investigation of this case revealed no device problem, a usage problem was identified, and no specific device component was implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error contributing to the event.